Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 202 mg/dl. During troubleshooting, the customer was unable to get the display to return after inserting a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. The motor and force sensor were also corroded.